Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing occasional phrenic nerve stimulation from the left ventricular (lv) lead. The lead was programmed off and remains in the patient. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.